Manufacturer narrative:
Correction to h6; component code, impact code, type of investigation, investigation findings, investigation conclusion. The 26mm commander delivery system (ds) was returned for examination. A visual examination that there was a kink on the balloon shaft proximal to the handle, likely due to packaging, the balloon had no abnormalities upon inflation, and the distal tip of the esheath was split, consistent with high retrieval forces/withdrawal difficulties. Imagery was provided; post-procedural imagery indicated that the access vasculature showed calcification and tortuosity. Functional and dimensional testing could not be performed due to the nature of the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system, procedural training manual, and device preparation manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for withdrawal difficulties through sheath was confirmed through returned product evaluation and review of provided imagery. However, no manufacturing non-conformance was identified. Additionally, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "after valve deployment, there were difficulties to withdraw the delivery system balloon through the esheath, it was finally retrieved into the esheath but the esheath was blocked. Finally, it was able to remove the delivery system from the esheath." Imagery of the patient's vessels revealed the presence of calcification and tortuosity. Calcification in combination with tortuosity could have physically constrained the delivery system and contributed to non-coaxial withdrawal angles between the sheath and delivery system. Such non-coaxially could cause the delivery system to unfavorably interact with the sheath tip and shaft, leading to the observed damage including distal tip splitting, liner delamination, and kinks in the shaft (which may account for further sheath blockage, as reported) resulting in the withdrawal difficulty. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in france, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the implanter was having difficulties withdrawing the balloon into the esheath, the balloon was finally retrieved into the esheath but the esheath was "blocked". The balloon was fully deflated prior to withdrawal and had no damage. The valve was successfully implanted. However, the patient had a vascular complication, and a 4-hour vascular intervention was performed. The patient expired in the evening. Patient demographics are unable at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12883.